Event description:
Pt reported obtaining back-to-back blood glucose results of 185 mg/dl and 201 mg/dl on the aviva system. At the time the results were obtained, pt was feeling dizzy, thirsty, weak, and cold. Pt stated that, she was also urinating frequently and experiencing blurred vision. Based on symptoms, pt sought treatment at a hospital. Pt stated that blood glucose was measured, using a hospital device, with a result of 505 mg/dl. Pt was treated with intravenous fluids (contents not provided) and insulin (amount and type not provided). Pt stated that, she was released from the hospital approx 12 hours later. Pt did not provide the location where she first began exhibiting symptoms of hyperglycemia. Quality control testing had not been performed on the aviva system. Technical support requested the return of the suspect product and replacement product was shipped.